Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
The customer cancelled the service call indicating the reported issue had been cleared by the customer. No additional info has been disclosed.